Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that acute stent thrombosis occurred. The target lesion was located in the de novo right coronary artery. A 2.75 x 32mm synergy¿ stent was deployed. Post procedure the patient was shifted to the intensive coronary care unit. The patient then developed chest pain and angiography was performed; acute stent thrombosis was observed and treated with a 3x20mm synergy stent. The procedure was completed and the patient condition was stable.